Event description:
It was reported during an supraventricular tachycardia (svt) procedure, that the noise was showing up on the carto 3 system and the ep recording system when pacing a catheter not plugged into the carto unit but directly into the ep recorder. There was no pacing through the carto 3 system and the catheter was not plugged into carto 3 system. The caller was advised that the issue was with the stimulator. The stimulator was then switched to another pacing channel and the issue resolved. The issue was not with bwi equipment. The carto 3 system was ready for use. The case was continued and there was no patient injury reported in this case. Upon request, additional information was provided on the event by the bwi field representative. The noise issue occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems at the same time. The physician was not able to interpret the signals because of the noise. They were not able to proceed with the procedure until the issue was resolved by changing the pacing channels. The physician was not trying to pace and ablate at the same time. The stimulator used was the cardio lab. The physician thought that there was a potential risk to the patient from this stimulator pacing issue. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 system and ep recording system at the same time is indicative of a reportable event, thus marking (B)(4) 2013 as the alert date for this report.

Manufacturer narrative:
(B)(4). It was reported during an supraventricular tachycardia (svt) procedure, that the noise was showing up on the carto 3 system and the ep recording system when pacing a catheter not plugged into the carto unit but directly into the ep recorder. There was no pacing through the carto 3 system and the catheter was not plugged into carto 3 system. The bwi field representative was advised that the issue was with the ep recording stimulator. The stimulator was then switched to another pacing channel and the issue resolved. The issue was not with the bwi equipment. The carto 3 system unit is ready to use. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).